Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found a clamp on the back of the unit had broken allowing water to leak. The technician replaced the clamp, tested the unit, confirmed it to be operational and returned it to service. The unit was installed in 2013 making it approximately 10 years old. No additional issues have been reported.

Event description:
The user facility reported that their dsd edge endoscope reprocessing system leaked water out of the footprint of the machine and onto the floor below. No report of injury.

Manufacturer narrative:
UDI related data quality updates only - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable. No additional issues have been reported.